Manufacturer narrative:
Please note that the exact event date is unknown and the event date is the complaint awareness date. Occupation: other, litigation paralegal. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage, including but not limited to acute deep vein thrombosis, lower extremity swelling, bilateral lower extremity deep and superficial venous thrombosis, resulting a thirteen-day hospitalization. The patient is afraid, has stress, anxiety and loss of enjoyment of life. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, swelling and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including but not limited to acute deep vein thrombosis, lower extremity swelling, bilateral lower extremity deep and superficial venous thrombosis, resulting a thirteen day hospitalization. The filter poses a progressive risk of perforation of the vena cava and surrounding vital organs, vessels and structures which can result in severe pain and life threatening complications. It also poses an increased and progressive risk of migration and fracture causing serious injury and death. The patient is forced to live with the possibility that these complications can happen at any moment which has lead the patient to experience fear, stress, anxiety and loss of enjoyment of life.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. Date of event: (B)(6) 2016 is the event awareness date provided in the patient profile form (ppf). Additional information received per the patient profile form (ppf) states that the patient became aware of the reported events eleven years and five months after the index procedure. The patient experienced pain, blood clots, clotting, occlusion of the inferior vena cava and pulmonary embolism after implantation of the filter. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage, including but not limited to acute deep vein thrombosis, lower extremity swelling, bilateral lower extremity deep and superficial venous thrombosis, resulting a thirteen day hospitalization. The patient is experiencing fear, stress, anxiety and loss of enjoyment of life. Per the patient profile form (ppf), the patient became aware of the reported events eleven years and five months after the index procedure. The patient experienced pain, blood clots, clotting, occlusion of the inferior vena cava and pulmonary embolism after implantation of the filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, pulmonary embolism, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, swelling and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.